Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch# mw5086355. It was reported that the patient had an epidural placed with arrow kit. The patient complained of pain. On assessment rn found that the epidural catheter was broken. Anesthesia removed the catheter and a new epidural catheter was placed.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove. The customer returned one snaplock assembly and two epidural catheter pieces. The components were received connected together (reference files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter pieces revealed on the likely most distal piece, the coil wire is stretched and extends approximately 4mm beyond the extrusion at the likely most proximal end. The extrusion on the likely most proximal piece is slightly stretched at the likely distal end and the coils appear to be damaged at approximately 20mm from the proximal end. Also, both the proximal and distal ends of the returned catheter pieces appear to be intact. No other defects or anomalies were observed. A dimensional inspection was performed on the catheter using a ruler (10171599). The proximal end catheter extrusion piece measures approximately 11.7cm. The distal end catheter piece measures approximately 79.7cm. Both catheter pieces combine to measure approxim ately 91.4cm, which is within the specification of 88.5-91.5cm per graphic kz-05400-002 rev. 9. None of the catheter appears to be missing. Specifications per graphic (B)(4) were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 7, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of epidural catheter being difficult to remove was confirmed based upon the sample received. The customer returned two catheter pieces that was separated at the extrusion. None of the catheter was missing. At the point of separation, the extrusion showed signs of stretching on the likely proximal piece and the coil wire was stretched on the likely distal piece. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
Medwatch# mw5086355. It was reported that the patient had an epidural placed with arrow kit. The patient complained of pain. On assessment rn found that the epidural catheter was broken. Anesthesia removed the catheter and a new epidural catheter was placed.